Event description:
On 2015-12-23, information received from the healthcare provider. On an unspecified date in (B)(6) of 2015, the patient was seen. On (B)(6) 2015, the patient was supposed to have their pump filled. On (B)(6) 2015, the patient was seen, and the pump was confirmed to have been completely empty. On (B)(6) 2015, the hcp put saline in the pump. On (B)(6) 2015, the patient came back and the pump seemed to be working fine, so the hcp filled the patient with dilaudid and started the pump at a minimum rate. On (B)(6) 2015, the hcp had the patient come back, and the pump still seemed to be working, so the hcp increased the dose to basal rate. Subsequently, the patient felt better and came back on (B)(6) 2015 for another increase. As of (B)(6) 2015, the patient was to be seen again in three months. The hcp stated that the only reason pump replacement was considered, was if the pump wasn't working because it had been empty for so long. The hcp did not know the exact date of the empty pump alarm. No additional information was reported in relation to the event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp) regarding a patient who was receiving hydromorphone (0.5 mg/ml) at 0.3994 mcg/day via an implantable pump (lot number and dates of therapy were not reported). Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient was due for a refill; however, the patient did not use all of their personal therapy manager (ptm) doses, and could have a few extra days before it was empty. The hcp believed the pump was empty, as an alarm was heard, and the refill date was due on (B)(6) 2015. No clinician programmer (8840) was available for pump interrogation. The hcp was deciding whether to refill the pump or replace the pump. No patient symptoms were reported. Additional information regarding the reason pump replacement was considered, the date of occurrence of the suspected empty reservoir, as well as troubleshooting, actions/interventions, and cause of the pump alarm was requested. If additional information is received, a follow-up report will be sent.